Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 400 to high mg/dl. No bg meter reading was taken as the patient did not have a bg meter to use. The patient self-treated by taking her routine slow-acting insulin. Later the same day, the patient had abdominal pain, ¿felt drunk¿, and like her head ¿would pop off¿. The patient¿s caregiver took the patient to the emergency room. At the ER, the patient¿s bg meter reading was low mg/dl and then at recheck was 70 mg/dl while the cgm continued to read between 400 to high mg/dl. The patient was treated with IV fluids, the patient¿s routine slow acting insulin, humalog insulin after meals, xanax, and toradol. The patient was discharged two days later, on (B)(6) 2025. The patient was ¿stable¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital, the patient's glucose were checked and it was found to fall within the d zone of the parkes error grid. No additional patient or event information is available.